Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown right stem. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device is currently implanted.

Event description:
It was reported that dr. (B)(6) at (B)(6) , performed tests which revealed hot spots on patient's stem and he believes there is micro motion in the loose stem area. Patient also has osteopenia and bone loss.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. The provided medical records indicate the stem was found to be well fixed during the patient's acetabular revision. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that (B)(6) performed tests which revealed hot spots on patient's stem and he believes there is micro motion in the loose stem area. Patient also has osteopenia and bone loss.